Event description:
Explant - aortic insufficiency. Pt underwent aortic replacement with homograft and pacemaker in 1999. There were no unusual valve findings with the homograft implant during the surgical procedure. Operative report states valve dynamics immediately post-implant were "excellent". Echocardiogram 10 days after discharge from the hosp show mild aortic insufficiency which increase over next few months until homograft was explanted at 3+ months post-operative in 1999. Angioscopy performed just before explant did not visualize any device dysfunction or damage. After explant, the surgeon noticed a "slit" in a valve leaflet. Surgeon remarked that origin of tear would be hard to determine. Pt outcome is good with the placement of a mechanical valve.